Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to inflation issues. Upon explant, a fluid loss caused by a tear in the left cylinder and its tubing was noted; therefore, the cylinders were removed and replaced. There were no patient complications.